Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the customer complaint was confirmed and there was a waterproof failure due to a pinhole at the bending section cover. In addition, evaluation found angulation in up direction was out of standard due to worn angle wire, and there was a waterproof failure due to a broken switch #1. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the evis lucera bronchovideoscope was leaking. The issue occurred when preparing the scope for use during a diagnostic procedure. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating on the connecting tube was peeled off. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress. The event can be detected and prevented by following the instructions for use (IFU) which state: "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ "important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.